Manufacturer narrative:
The devices were received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft was bowed under the balloon of the first device. A leak was noted in the proximal transition zone 5mm proximal to the proximal ro marker. Chatter marks and scratches were noted on the balloon surface. The second device displayed a leak in the proximal transition zone 6mm proximal to the proximal ro marker. Scratches were noted on the balloon surface. These devices displayed characteristics consistent with contact with a sharp external source, chatter marks and/or scratches on the balloon surfaces which we believe contributed to this event and do not attribute it to the devices.

Event description:
Two balloons developed leaks on the first inflation during a renal angioplasty. Another balloon was used to successfully complete the procedure without pt complications. The devices have not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been assocaited with overpressurization or use in a calcified lesion. However, without evaluating the products, co cannot determine the exact cause for this event. Co's directions for use state: "if loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".